Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an up, down, and ok buttons (tactile changes w/moisture) issue. The reporter noted that the buttons were not responding at all since earlier during the day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded appropriately to button presses. The complaint of button unresponsiveness could not be duplicated on investigation. Unrelated to the keypad complaint, investigation revealed moisture behind the display lens. A leak test revealed a crack in the pump casing. The pump case was opened, and internal moisture was observed.